Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent a left distal tibial plating procedure due to pseudarthrosis on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to implant fracture. It is unknown what caused the fracture. It is unknown what was implanted during the revision.